Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed multiple errors after the customer disinfected the unit with clorina (puristeril is usually used). After circulating the clorina, the water inside the circuit became discolored and the oxygenator was found to be continuously leaking the discolored water. This issue occurred during maintenance, so there was no patient involvement a sorin service representative was dispatched to the facility to investigate and confirmed a brown residue and particles in the tanks. No biofilm was identified in the cardioplegia or the patient tank. Inspection of the cooling coils in the patient tank identified signs of degradation. Based on this, sorin group (B)(4) has determined that the brown material is oil from the compressor, and the most likely root cause is a hole in the patient tank cooling coil. The customer reported to have used the disinfectant clorina two times. This is not permitted in the device instructions for use (IFU). The impact of this chemical on the material within the heater-cooler device is unknown. Currently, a comprehensive investigation is ongoing to evaluate the impact of te recommended disinfectant, preservative and descaler on the materials within the heater-cooler devices ((B)(4)). As the influence of other disinfectants not permitted in the IFU is not part of this investigation, the impact of clorine cannot be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the repair cost would exceed the current value of the machine, the customer has purchased a replacement device from another manufacturer. The customer has not at this time made any request for repair, nor placed an order with sorin group for a replacement. Evaluated on site by sorin service rep.

Manufacturer narrative:
There was no patient involvement. PMA 510(k). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t displayed multiple errors after the customer disinfected the unit with chlorina (puristeril is usually used). After circulating the chlorina, the water inside the circuit became discolored and the oxygenator was found to be continuously leaking the discolored water. This issue occurred during maintenance, so there was no patient involvement a sorin group field service representative was dispatched to the facility to investigate. The unit could not be powered up due to a mains failure, however inspection of the patient tank confirmed a brown residue around the cooling coils. A sample of water found brown particles present. The cardioplegia warm and cold tanks were also inspected and no residue was found. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed multiple errors after the customer disinfected the unit with chlorina (puristeril is usually used). After circulating the chlorina, the water inside the circuit became discolored and the oxygenator was found to be continuously leaking the discolored water. This issue occurred during maintenance, so there was no patient involvement.